Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip broke. Probable root cause: design: screw drive profile too weak to withstand insertion force/torque. Guide pin hole too large, creates a thin screw wall. Implant/instrument (driver, tap) designs not compatible. Screw material not capable of withstanding insertion force/torque. Packaging not capable of protecting screw from heat, humidity and/or forces. Process: contamination of raw material. Molding error (ie temperature, pressure, mold). Sterilization process delivers extreme temperature/humidity. Instrumentation (driver, tap) manufactured out of specification. Application: excessive heat, humidity and/or forces exposed during transit. Use past device/packaging shelf life. Excessive force/torque used. Driver not fully inserted into screw. Use with bent guide wire. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported the tip of the screw broke, all pieces were removed.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the tip of the screw broke, all pieces were removed.